Event description:
A clinical incident involving a turbovac 90 arthrowand with integrated cable was reported to arthrocare corporation. Following a subacromial decompression procedure, it was reported the patient sustained a burn resulting in a blister, 2 cm x 7 cm in size, adjacent to the portal. The patient reported pain, but was not prescribed medication. The blister was allowed to heal on its own and no treatment is planned. The patient is reported to be doing well.

Manufacturer narrative:
The patient was reported as a male of average weight. The initial reporter does not have the weight information, therefore, weight is being provided as an approximation by manufacturer. The device was not returned for investigation at the time of this report. A review of the device lot history record was performed and all device specifications were met. There have been no other similar reports for this lot. It also was reported there was no unusual occurrence during the procedure with this device. The incident rate for burns is 0.002% for this device. The device has been in commercial distribution since 2003. A follow up report with the summary of the investigation will be provided for the returned device.